Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one patient sample tested on an architect i2000sr analyzer. An initial result of 0.119 ng/ml was generated. The result was not reported from the lab. The customer stated that all initially elevated results are retested and only reported if the retest matches. This particular sample retested at less than 0.04 ng/ml (twice). There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. An examination was made of the instrument logs of the architect i2000sr analyzer involved in this issue. Data from these logs and the pressure monitoring logs indicate a number of aspiration errors, indicative of particulate matter, bubbles or insufficient sample issues associated with the patient sample in question. The abbott customer service representative discussed sample integrity and handling procedures with the customer. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect operations manual and the architect stat troponin-I assay package insert contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue of sample integrity cannot be ruled out.